Manufacturer narrative:
Investigation: noticed catheter broken before unwrapped the package. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A visual inspection of the retained samples was performed, and no defects were noted. Only this complaint has been received for the reported defect and lot number. A sample was provided by the facility. With the sample provided, it was observed that the needle cover was loose and the needle was bent over 35 degrees. The needle cover becoming loose was cause by the needle bent. A possible root cause can be attributed to transportation as it will cause the needle to become bent. Corrective actions are in the process as the qa would like to lead a project to cooperate with our customers in regards to the transportation issue.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found damaged before use. The following has been provided by the initial reporter: noticed catheter broken before unwrapped the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found damaged before use. The following has been provided by the initial reporter: noticed catheter broken before unwrapped the package.